Event description:
The hosp reported that "the inner pouch had been opened before use." The hosp reported that the pt condition was good.

Manufacturer narrative:
The device in question was not returned to the manufacturer for evaluation (device in question destroyed. A device history record (DHR) review was performed as part of the device evaluation. No anomalies were found in the DHR review. This complaint was investigated through a corrective and preventive action (CAPA) plan. The investigation determined that the pouch was sealed at the incorrect temperature. The CAPA has been implemented. Based on this information, the user's complaint was confirmed. Boston scientific has determined the cause of this event to be related to manufacturing. If further significant information is found, a supplemental report will follow.